Event description:
Gambro healthcare notified of pending repetitive motion injury litigation. Equipment and/or disposables involved not named; MDR filed against centrysystem 3 (cs3) because the clinic where the plaintiff was employed at the time alleged injury uses cs3 machines.